Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the message remains even after the tubing/reservoir/site change. Customer performs the site and infusion set change as needed. Customer stated that the cannula is not bent. Customer had to discontinue pump use and is following their medical prescription for insulin shots until the replacement arrives. Customer also had a motor error alarm. Customer pressed the esc and act buttons to clear the alarm but it did not work. Customer was not exposed to high magnetic fields and did not drop the pump.